Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse laser fiber was used during a laser lithotripsy procedure to treat stones in the kidney, performed on (B)(6) 2022. The laser unit used was a lumenis 100 watt laser console. During the procedure, the laser fiber was connected to the laser console and it started smoking. There was no reported burn injury to the user or to the patient. The procedure was completed with another flexiva pulse laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva pulse laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The first piece measured 318.3 cm. The second piece measured 12.5 cm. The whole sma connector was separated from the fiber body. The exposed glass tip measured 4 mm and had normal degradation. A functional evaluation revealed that there was no light from the sma connector, indicating that there was fracture within the connector. No other problems with the device were noted. The reported event of the flexiva pulse laser fiber smoking within the connector was confirmed. There was no light present from the sma connector, indicating that there was a fracture within the connector, confirming the event. It is likely that the prolong use of the device or condition of the stones caused the overheating. The device overheating lead to the fracture with in the sma connector and separation of the sma connector from the fiber body. Additionally, the IFU states, take caution. In the event of no output energy, the laser fiber connector hub may be hot to touch. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.